Manufacturer narrative:
Product event summary: analysis confirmed that the cursor position did not coincide with the stylus position. The stylus and screen were calibrated. Software was also updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor position did not coincide with the stylus pen position on the programmer screen. The programmer was returned for servicing. There was no patient involvement.